Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain, chest pressure and shortness of breath. It was further reported that the right ventricular (rv) lead exhibited increasing thresholds, high thresholds and non capture. It was also noted that impedance and sensing had decreased since implant. It was suspected that the lead could have perforated. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.